Manufacturer narrative:
Device evaluated by MFR: the venous wallstent was received for analysis. The device was returned with the stent fully mounted on the device. The stent was deployed without any issue. The stent measured approximately 60mm in length. A visual and tactile examination of the device tipidentified no issues with the tip of the device. A visual and tactile examination of the shaft identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent inside the packaging was the incorrect size. A venous wallstent was selected for use in a venous stenting procedure to treat an 85mm long lesion in the left iliac vein. During the procedure, when the device was placed under fluoroscopy, it was noted that the stent was not the size labeled on the box. It was labeled 18mm x 90mm x 75cm on both the inner pouch and the outer carton. Radiographically, the device appeared to be an 18mm x 60mm stent mounted on an 18mm x 90mm delivery catheter. The stent was not deployed, and it was removed from the body. Another 18mm x 90mm x 75cm venous wallstent was deployed. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that the stent inside the packaging was the incorrect size. A venous wallstent was selected for use in a venous stenting procedure to treat an 85mm long lesion in the left iliac vein. During the procedure, when the device was placed under fluoroscopy, it was noted that the stent was not the size labeled on the box. It was labeled 18mm x 90mm x 75cm on both the inner pouch and the outer carton. Radiographically, the device appeared to be an 18mm x 60mm stent mounted on an 18mm x 90mm delivery catheter. The stent was not deployed, and it was removed from the body. Another 18mm x 90mm x 75cm venous wallstent was deployed. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the venous wallstent was received for analysis. The device was returned with the stent fully mounted on the device. The stent was deployed without any issue. The stent measured approximately 60mm in length. A visual and tactile examination of the device tipidentified no issues with the tip of the device. A visual and tactile examination of the shaft identified no issues. No other issues were identified during the product analysis. Corrected h7: if remedial act init, type and if remedial act other, specify

Event description:
It was reported that the stent inside the packaging was the incorrect size. A venous wallstent was selected for use in a venous stenting procedure to treat an 85mm long lesion in the left iliac vein. During the procedure, when the device was placed under fluoroscopy, it was noted that the stent was not the size labeled on the box. It was labeled 18mm x 90mm x 75cm on both the inner pouch and the outer carton. Radiographically, the device appeared to be an 18mm x 60mm stent mounted on an 18mm x 90mm delivery catheter. The stent was not deployed, and it was removed from the body. Another 18mm x 90mm x 75cm venous wallstent was deployed. The procedure was completed successfully. No patient complications were reported.